Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The peep valve was ordered for replacement to correct the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction found during maintenance which may result in the over-delivery of pressure. There was no report of patient involvement.